Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a pinhole; subsequently, a leak was noted. At an unspecified time, the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified concentration of vp-16, at an unspecified rate. It was reported that approx 2 hours after the delivery was started, the pt's father notified the nurse that solution was leaking from the tubing. The customer contact reported that the nurse clamped the tubing set and reported that approx 10ml of solution leaked from a pinhole at the connection of the drip chamber and the tubing of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The physician was notified and determined that the medication container did not need to be replaced. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. On (B)(6) 2013, it was reported the pt developed an unspecified blood stream infection; however, the customer contact indicated that this was most likely unrelated to the leaking solution. Though requested, no add'l info was provided.